Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B) (6) 2010 at 7am. The cca noted that the patient is on an insulin pump. It is not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The patient claimed that approximately 8 hours after the issue started, he developed symptoms of sweating. The patient reported treating self with a soda in response to the symptoms. At the time of troubleshooting, the cca noted that the patient had replaced the subject meter's battery; however, the alleged issue remained unresolved. Replacement product was sent to the patient. This compliant is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.